Event description:
The customer reported to olympus that the shaft "hicura", 5 x 250, monopolar had the tip spark. The issue was found during the therapeutic procedure that was completed with the same equipment. There were no reports of patient harm. Related patient identifiers are as follows: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation confirmed that there were spark marks at the tip of the shaft. Based on the results of the investigation, the reported sparks can be attributed to user error and wrong handling. This failure mode is likely caused by the "softcoag" mode being set too high. Resulting, thermal stress caused the damage to the shaft insulation coating and also damage to the combined jaw insert. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.